Event description:
It was reported that the balloon expandable stent could not be inserted through the 6f introducer sheath. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21cfr part 803. A manufacturing review was conducted. The lot met all release criteria. The device was returned. The complaint investigation is confirmed for a dislodged/dislocated stent. It is possible tht the bent strut on the stent contributed to the reported event. However, based upon the available information, the definitive root cause for this event is unknown it is unknown if any issues were encountered during preparation as none were reported.